Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with constant rf pic failed selftest alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test or verify communicate with test minilink and the glucose sensor simulator to confirm lost sensor alarm due to rf pic failed selftest alarm.

Event description:
The customer's wife reported via phone call that continuous glucose monitoring was not working. The customer's blood glucose was 300 mg/dl. The customer was treated with the insulin pump. Customer reported that the transmitter was not blink when connected to the sensor. The customer declined the high blood glucose troubleshooting because, he forgot to take blood glucose before eating. The insulin pump will not be returned for analysis.